Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, product type screening device.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the patient expected their frequency to decrease as they stated it had gone mostly unchanged. The patient also thought the lead had moved due to the stimulation ¿moving.¿ the issue was reported as not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.